Manufacturer narrative:
The investigation is ongoing.

Event description:
During deployment of a 20mm sapien 3 valve within a previously implanted 17mm mitroflow valve, the delivery system balloon burst. The balloon was approximately 3/4 of the inflation volume when it burst. The valve appeared to be fine with no regurgitation. Bav was not performed prior to valve placement. No further intervention was needed. The mitroflow bioprosthesis was moderately calcified and the stj was mildly calcified.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. The following was observed during visual inspection: a bend was noted at balloon shaft and strain relief area; the balloon burst was confirmed, a complete radial tear and separation near distal tip of balloon/ proximal to the nose cone. Commander balloon single wall thickness measurements were taken with a digital blade micrometer. The single wall thickness measurements of the balloon were within specification. Functional testing was unable to be performed due to the condition of the returned device (balloon burst). A device history record (DHR) review did not reveal any issues that could have contributed to the event. A lot history review did not reveal any other similar complaints. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The reported balloon burst was confirmed, however, no manufacturing non-conformance was identified during this investigation. It is possible that the moderately calcified mitroflow valve could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.